Event description:
Follow up revealed that the patient had their ipg replaced. Therapy has been restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient's ipg is depleting sooner than anticipated. As a result, surgical intervention is pending to address this issue.